Event description:
It was reported that a bd¿ nsyte autoguard shielded IV catheter experienced leakage from the catheter adapter after placement.

Manufacturer narrative:
Investigation: a DHR could not be performed as the lot# is unknown. Received two used iag 22ga catheter/adapter assemblies from catalog number: 381823; lot number unknown. Six photos were submitted for review. Visual/microscopic examination: unit 1 ¿ there was damage to the inner rim/inside the end of the adapter (luer). Unit 2 ¿ no damage to the inner rim/inside the end of the adapter (luer). Water/air leak test: a lab. The water/air leak test was performed. No leakage was observed in any area of the used catheter/adapters. Photos: photo one displayed two catheter/adapter assemblies in plastic bags. Photo two displayed the same as photo one, with the catheter/adapter assemblies without the plastic bags. Photo three displayed a 22ga catheter/adapter assembly. Photo four displayed a 22ga catheter/adapter assembly with damage on the inner rim of luer end of the adapter. Photo five displayed a 22ga catheter/adapter assembly. Photo six displayed a 22ga catheter/adapter assembly luer end of the adapter. Based on the evaluation of the submitted photos; photo four displayed the same finding as the evaluation of unit one of the returned catheter/adapter assemblies. The defect leakage could not be confirmed or replicated with the returned unit. Although the defect leakage not confirmed; the damage to the inner rim of the adapter could result in an open path where air could be introduced, or leakage could occur in the clinical setting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nsyte autoguard shielded IV catheter experienced leakage from the catheter adapter after placement.